Manufacturer narrative:
(B)(4). No devices were returned for investigation. Log review only. The resulted log review for a possible over infusion of the drug dilaudid (hydromorphone) has been completed. The user initially programmed the pca as reported for a dose of 0.1mg with a lockout of 6 minutes. It appears, based on the reported intended dosing of 0.1mg, that the user later made an error during the reprogramming of the pca infusion. The reprogramming occurred as a result of a system error. The user reprogrammed the pca infusion to infuse a dose of 1mg which was ten times greater than the reported intended dosing of 0.1mg. Two pca deliveries within an approximate 9 minute time period were performed that delivered 10ml to the pt. Prior to the reprogramming event the pca delivered 5 ml to the pt within a time period of 1.267 hours. No additional pca infusions were performed after the noted 10ml delivery. The root cause for the over infusion of the drug dilaudid is attributed to user programming.

Event description:
Biomed reported a post-op pt was transferred from the operating room to the nursing unit with dilaudid pca and was later found unresponsive; they are unsure but question whether the pt may have received an over infusion. Hydromorphone 0.2 mg/ml in 25 ml volume was to infuse via pca only (no basal or bolus) at 0.1 mg with lockout of either 6 minutes or 15 minutes. Risk manager is not sure why there were 2 different lockout periods reported. Pt had respiratory depression and narcan reversal was given with good results. Although requested, no additional pt or event details were provided by the customer.